Event description:
Customer alleges while driving chair ,it just quit and lights started flashing. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq3-cg, serial number/date code (B)(4) is approximately 3 years 2 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that he was driving the chair when it just stopped and lights started to flash. The chair was picked up by the dealer for repairs.